Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed all labels were still intact. No physical damaged was found on the device. Upon inspection, customer problem was not duplicated. All passed. However, for nda, as preventive action, the upstream sensor re-calibration. And, replaced backup capacitor from a log record.

Event description:
It was reported that cadd-legacy plus pump is alarming no disposable pump won't run. No patient injury reported.